Event description:
It is reported that the customer was having issues with the buttons sticking on her daughter's insulin pump. Their blood glucose level was unknown. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
Unit was returned due to it stated that buttons not working. No other details given. In accordance with (B)(4), visual inspection of the returned device revealed no anomalies were noted and it was powered up successful displayed version 1.1 f audible alarm heard, front lights on, backlights on and off as expected, lcd showed clearly. Then unit was set to link to a known good function pump, model mmt-723nsa, serial number (B)(4), resulting in# your pump and monitor are now linked# message. Link is successful as expected. Fa was unable to confirm the reason of the return due to it was functioning properly during the analysis. Further analysis is not required. (B)(4).